Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited undersensing due to the programmed sensitivity on the device. Programming changes were made. The patient was in stable condition.